Event description:
The customer alleged the temperature light did not come on and there was a small cidex leak from one of the valve reliefs, underneath the unit. The customer measured the temperature manually using a temperature probe. The customer stated the load cycle completed successfully and that there were no injures reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: discovered the heater was in specification, but was not coming to full temperature and was shutting off. The fse replaced the disinfectant tank and performed a test cycle. The unit performed to specifications. Result - tank.